Event description:
Customer alleged alarm volume was low. Note on unit stated "alarm volume very low". Adhesive tape was discovered covering the audio alarm kit speaker. Audio alarm kit replaced as a precaution. Unit passed total extended self testing. Customer support engineer performed a department educational session regarding correct use. This report is not an admission by nellcor-puritan bennett that this device caused or contributed to the event alleged in this report.